Event description:
This event was captured based on literature review. It was reported through a research article identifying xience v that may be related to the following: limited carina shift, longitudinal stent deformation, distal edge dissections, and proximal stent malapposition. Specific patient information is documented as unknown. Details are listed in the attached article, titled characteristics of drug-eluting stent platforms potentially influencing bifurcated lesion procedure. Additional information provided in attached article.

Event description:
There was no reported treatment.

Manufacturer narrative:
(B)(4). The reported patient effects of dissection and occlusion, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).